Event description:
Complainant alleged that during set-up of the device prior being used on a pt the device failed to power on. Complainant indicated that the clinician obtain another device and there was no pt involvement in the reported malfunction.